Manufacturer narrative:
FDA recall number z-1493-2019. One tactisys¿ quartz ablation system was received for analysis. The reported event was confirmed. Product testing revealed intermittent contact force with purple values. Based on the information provided to abbott and the investigation performed, the cause for the reported event is a design issue relating to log file maintenance.

Event description:
During the procedure, the catheter did not show correct contact force. Despite resetting the quartz and resetting force, the values presented on ensite were purple. The catheter was exchanged and the same issue occurred. The procedure continued without lsi and contact force information with no consequences to the patient. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.